Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that while flushing the catheter with saline solution prior to administering IV treatment, it is noticed that fluid is leaking from the insertion point. The device is removed and the breakage is visualized.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 3/26/2026: this event did not involve a medical emergency. The breakage was discovered when a patient attended the oncology day hospital; during the flush prior to the administration of the cytostatic drug, leakage was observed at the distal end. Chemotherapy (paclitaxel) was due to be started, and treatment was delayed by two hours. The fracture was not a complete break, it was external to the patient and no fragments were retained within the patient. The catheter had been secured with adhesive fixation dressing without sutures. No complications were experienced. The last two cycles of chemotherapy were administered via a peripheral vein.